Event description:
The graft was placed as an aorto-bifemoral bypass in a 65 year old female pt. Twenty-six months postoperatively, the pt developed a pancreatic pseudocyst. Two months later, the pt presented with gastro-intentinal bleeding. Exploratory surgery reportedly revealed an aorto-enteric fistula. A small, 1 cm wide, region around the suture line of the graft to the aorta was found without any tissue coverage. The remainder of the graft outer surface was well incorporated in the surrounding tissues. Directly adjacent to the exposed suture line, an approximately 1 cm by 1 cm large hole was noted in the instestine. Cultures taken were postive for steptococcus viridans. The graft was removed. An axillo-femoral bypass was placed.